Event description:
This report is based on information provided by service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the dc (direct current) in socket is broken. There was no patient involvement and no impact alleged as this was found when device came in for an annual preventive maintenance.